Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an endostat iii footswitch was used during procedure on (B)(6), 2012. According to the complainant, during the procedure, the footswitch would not activate the consol. The footswitch was replaced and the procedure was able to continue with the same endostat iii generator without any issues.there were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.